Event description:
Healthcare professional reported left side "exchange with no complaint against the device." Healthcare professional later reported left side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : no observed. Additional observations: ¿ deformation observed on the device. ¿ crease fold observed. ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.